Event description:
Pump reported as "after an alarm sounded, the clinicians were unable to get the pump to infuse properly. The pt was critically ill and receiving a vasopressor." Channel b was infusing neosynephrine at 89ml/hr when an air alarm sounded. Visual exam revealed only a few small bubbles. The medication was not able to be restarted on channel b and new bag of neosynephrine needed to be started on channel a. No pt injury resulted.